Event description:
Treatment is time sensitive. Developed sore throat and cough symptoms. Took 2 at home covid tests from flowflex, 24 hours apart, followed directions, both came out negative, in spite of faintness and fatigue symptoms on the second day. Next day went to urgent care for testing because I am 22 weeks pregnant and the rapid antigen test was also negative, but the pcr came out positive. Friend told me afterwards that flowflex tests had a bad reputation, but they were the only ones covered by my insurance (B)(6) when I bought them for home use. FDA safety report ID # (B)(4).